Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was in the 600 mg/dl. The customer¿s blood glucose at the time of the incident was 75 mg/dl and was treated with food. The customer stated that they were constantly receiving notifications from the insulin pump. The customer stated that it looses connection with the transmitter multiple times a day and then it refuses to accept the blood glucose and says blood glucose not received at least once a day. The insulin pump beeps at night that it was high and the customer would correct it and then would have too low blood glucose. The customer was experiencing low blood glucose for 15 minutes. The customer declined troubleshooting for low blood glucose. The insulin pump beeps at night that it was high and the customer would correct it and then would have too low blood glucose. The customer was experiencing low blood glucose for 15 minutes. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.